Event description:
The customer reported that the ventilator was alarming during start up due to a high blower temperature high. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to correct the reported problem. Applicable final testing was completed and all tests passed to operating specifications. The blower was returned to the factory for failure analysis. After approximately 5 minutes of run time, a vent inop alarm occurred due to a blower temperature too high occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient during the reported problem, so there was no patient harm or involvement.